Event description:
It was reported that patient developed an infection. Patient was placed on intravenous antibiotics feeling better but had a relapse several weeks later with recurrent infection. A pet scan showed the site was likely inflamed and required entire system removal. Patient was on antibiotics for 1 week and was cleared from the infectious disease for a new device system implant. There were no complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.